Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had spi to motor pic communication error. The customer¿s blood glucose was 200mg/dl at the time of incident. The customer reported that she was trying to rewind the pump. Alarm occurred during the rewind and prime sequence. Customer stated she also got a low battery alarm and took the battery out of the pump and started getting power out limit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted.